Manufacturer narrative:
The reported event of high pacing impedance was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found the helix broken inside the helix header and appeared to be fractured. Scanning electron microscope confirmed helix fracture due to torsion consistent with procedural damage. The cause of the reported event was due to a fractured helix caused by torsion.

Event description:
It was reported that during an implant procedure, high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was not implanted. The patient was stable.